Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was treat with manual injection and with insulin pump. Customer reported that the insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer did not alleged the insulin pump was under delivering. Customer was okay to troubleshoot. Customer advised to test the insulin pump with various steps. Customer declined to test the insulin pump. The insulin pump will not be returned for analysis.